Event description:
Home pt (hp) reports leak with cassette of homechoice set noted after therapy when cassette was noted to be "blown up like a football". Hp reports noting cloudy fluid the following evening and treated themselves with vancomycin i.p., dosage unknown. Hp reports they were subsequently diagnosed with peritonitis the following day at unit. Rn reports hp was treated with lezofloxacin 500 mg/day p.o. For 14 days. Rn reports hp was diagnosed with a recurrent episode of peritonitis. Rn reports hp's catheter was subsequently pulled on 6/2001 and had been placed on hemodialysis. Rn does not attribute peritonitis to homechoice set leak.